Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mcs tip cover accessory was analyzed and failure analysis found to have gouges on the outer surface of the tip cover. The gouges were not axially aligned. There was no material found missing. The accessories appear loosely placed in the mcs but do not come off naturally when placed in house system. The event caused partially or wholly by the user of the device including sample handling. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user.

Event description:
It was reported that during a training/demo of the da vinci system the monopolar curved scissor (mcs) was observed to have the tip cover accessory coming off by itself event if the cover was installed. The reported complaint remained when the tip cover accessory was replaced. Tse advised the customer to return the mcs after checking with a new mcs and original tip cover accessory cover. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were placed on the patient when the reported event occurred. There was fragment fall into the patient and was retrieved within the same procedure. The surgeon did not notice any issues with the functionality of the mcs instrument during the surgical procedure. The mcs instrument did not collide with any other instruments during the surgical procedure. There was no part of the orange surface visible after the mcs tip cover accessory was installed. The mcs tip cover accessory was not installed beyond the orange surface. The installation tool was used. There was no electro lube or any other lubricant applied to the mcs instrument prior to the mcs tip cover accessory installation. The surgical staff did not notice any damage on the mcs tip cover accessory, mcs instrument, or cannula after the event occurred. The patient information was not provided.